Event description:
The doctor was using the enseal tissue sealer device, when the tip of the device broke off into the patient's pneumoperitoneum. The doctor was able to retrieve the tip from the patient's pneumoperitoneum. The device was replaced and the procedure continued.